Event description:
It was reported that a pump declared alarm 20 during the loading process. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with loading a new cartridge using the correct method, but the cartridge alarm recurred. Consequently, the pump was to be replaced under warranty, and the customer was to use multiple daily injections as a backup therapy. The customer was instructed on how to put the pump into storage mode and return it using a pre-paid label.